Event description:
One touch profile meter was reported to power off during use. Pt was having this issue for two days prior to calling lifescan. Pt had symptoms of frequent urination and had tried testing on the meter, but was not able to test on the meter. Pt taken to the hosp, where blood glucose level was 425 mg/dl. Pt was placed on IV insulin. Pt had continued to take normal dose of insulin at home during the time they had the power issue with the meter.